Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was not detected on bus. A field service engineer found that the matrix drawer had failed due to the bus cable to the controller being partially backed off. The connection was secured, and the drawer tested successfully in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and was not detected on the bus. The customer attempted to reboot the device. Additional troubleshooting was performed, including shutting down the station by unplugging the power cord from the back of the unit and waiting 10 minutes. The power cord was then reconnected, and another attempt was made to recover the drawer; however, the drawer continued to fail and could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.